Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece measuring 7.1/7.2cm (outer insulation/inner insulation). Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-01331, 2017865-2020-01333, 2017865-2020-01334. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.